Manufacturer narrative:
The system was examined as part of a preventive measure. The reported event was not replicated, nor confirmed. The company representative was unable to find anything that would have contributed to the reported issue. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based upon the information obtained, the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #: (B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #: (B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a slight tag around 230 degree axis of the side cut in the right eye during flap creation. The procedure was completed using a femto spatula.